Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. 2017 - prolapsed. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous lesion located in the circumflex/obtuse marginal coronary artery. A non-abbott balloon catheter was inflated to 8 atmospheres. However, during removal, the tip of a 190 cm hi-torque turntrac guide wire that was acting as a buddy wire prolapsed and became entangled with the balloon catheter. When both devices were removed from the anatomy, it was noted that the guide wire punctured through the shaft of the balloon catheter. The same balloon catheter was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, the turntrac device was received with the core separated. Follow-up with the site regarding the separation stated there was resistance when the guide wire was pulled back and it may have gotten entangled in the wires of the angiosculpt so all devices were removed as one unit. When the devices were withdrawn there was no separation at that time. The final patient outcome was great. No additional information can be provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis with the core separated. Follow-up with the site stated the core was not separated when the device was packaged for return. The reported device operates differently than expected/prolapse was able to be confirmed as there was noted bends. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedurethere is no indication of a product quality issue with respect to manufacture, design or labeling.